Manufacturer narrative:
Block b3: date of event: date of event was approximated to 01/01/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy completely.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not deploy completely. The clip that would not deploy completely and remained attached to the catheter. Although the clip was able to grasp and lock onto tissue, it did not release from the catheter despite successfully closing and locking onto the tissue. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.